Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricle lead was explanted due to a dislodgement discovered during a the lead revision. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.